Event description:
Per the clinic, the patient was treated with antibiotics (specific date, type and duration not reported).

Event description:
Per the clinic, the patient experienced an infection.

Event description:
Per the clinic, the patient experienced skin breakdown around the receiver stimulator which exposed through the skin (date not reported). The device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.